Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the non-tortuous and mildly calcified vessel. A 3.00 x 38mm synergy xd drug-eluting was advanced for treatment. However, the stent was unable to deploy due to calcium and when the device was tried to pull back, the stent came off from the balloon in left main artery. The stent balloon was reinflated to remove the dislodged stent. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the non-tortuous and mildly calcified vessel. A 3.00 x 38mm synergy xd drug-eluting was advanced for treatment. However, the stent was unable to deploy due to calcium and when the device was tried to pull back, the stent came off from the balloon in left main artery. The stent balloon was reinflated to remove the dislodged stent. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr us 3.00 x 38mm stent delivery system was returned for analysis. The device was returned without the stent attached. A review of the manufacturing stent profile data was performed and the stent outer diameter is within max crimped stent profile measurement. The balloon cones were reviewed, and there were no signs of positive pressure applied. Crimp markings were visible. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues along the shaft. No other issues noted with device.